Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to urethral atrophy. All components were explanted and replaced. Additional information was received. Patient experienced urethral atrophy therefore the cuff had to be downside because he became incontinence again.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to urethral atrophy. All components were explanted and replaced. Additional information was received. Patient experienced urethral atrophy therefore the cuff had to be downside because he became incontinence again.